Manufacturer narrative:
Additional device implanted and involved in this event: plc161000/11959285 (B)(4). The patient¿s actual weight was not available, however the patient was reported to be obese. The patient's medications include; aspirin, lisinopril, simvastatin, diltiazem, finasteride, metoprolol, fenofibrate, clonidine and garlic. The review of the manufacturing paperwork verified that the lots for both devices met all pre-release specifications.

Event description:
On (B)(6) 2013, the patient underwent treatment of an 8.7 cm abdominal aortic aneurysm with gore excluder aaa endoprostheses. On (B)(6) 2016, the patient present emergently to the hospital. Later that same day a computed tomography angiography (cta) identified a type iii (component disconnect) between the trunk-ipsilateral leg (rlt351414/11883008) and the contralateral leg (plc161000/11959285) components implanted on the left side. Reportedly, the aneurysm diameter now measured 9.9 cm. No evidence of device migration was identified. Reportedly, it is unknown the amount of overlap obtained during the initial implant procedure between the trunk-ipsilateral leg and the contralateral leg components, however, the overlap was reported to be within gore excluder aaa endoprosthesis instructions for use. The physician stated the endoleak may have been caused by a possible undersized contralateral leg component (plc161000) implanted within the patient's reportedly large and tortuous anatomy. On (B)(6) 2016, an additional procedure was performed where an additional contralateral leg component was implanted to bridge the trunk-ipsilateral leg and the contralateral leg component (plc161000). Final angiography showed no evidence of endoleak, and the patient tolerated the procedure.